Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. Prior to the event, the customer had a blood glucose reading of 469 mg/dl, so she took a seven unit bolus with the insulin pump. Less than two hours later, the customer suffered a fall and the paramedics were called, who treated the customer at the scene. Later that night, the customer had a blood glucose reading of 36 mg/dl, which she treated herself by eating a meal. On a separate occasion, the customer had a blood glucose reading of 192 mg/dl, which she treated with a 5.5 unit bolus. The next time the customer checked her blood glucose the reading was 98 mg/dl. An unspecified amount of time later, the customer's husband noted that she was symptomatic of hypoglycemia, so he checked her blood glucose and provided cranberry juice for her to drink. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.